Event description:
It was reported that the patient had a device replacement in (B)(6) of the prior year after having the device for 4 or 5 years. It was noted that it did not ever die, but it frayed so the battery and the line were replaced. It was further noted that it was the lead wire that frayed. It was clarified that this was in the (B)(6) of the year prior to the report and that¿s when the patient got a new battery. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3587a25, lot# n127252, implanted: 2008 (B)(6); product type lead product ID 3587a25, lot# n115795, implanted: 2008 (B)(6); product type lead product ID 3587a25 lot# n137856, implanted: 2008 (B)(6); product type lead product ID 3587a25, lot# n137856, implanted: 2008 (B)(6); product type lead product ID 3587a25, lot# n127252, implanted: 2008 (B)(6); product type lead product ID 3587a25, lot# n115795, implanted: 2008 (B)(6); product type lead product ID 3587a25, lot# n137856, implanted: 2008 (B)(6); product type lead product ID 3587a25 lot# n137856, implanted: 2008 (B)(6); product type lead. (B)(6).